Manufacturer narrative:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001822565-2019-01974.

Event description:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001822565-2019-01974.

Manufacturer narrative:
Device was not returned so no product evaluation could be conducted. This device was used for treatment. Device history records were reviewed and no related discrepancies were found. Review of the complaint histories determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral stem. Pn 00771101220. Ln 6154875; unknown liner, unknown cup. Mw5068762. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03289.

Event description:
It was reported that a patient underwent a revision due to unknown reasons approximately four years post implantation. It was noticed during the surgery that there was corrosion as well. There were no complications or delays reported.